Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0173 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during infusion, the patient complained of a burning sensation. A echo-doppler exam did not show evidence of thrombosis. The PICC was removed and catheter length was reportedly shorter than standard. A CT scan noted that the migrated PICC catheter was in the heart. The migrated catheter was removed.